Manufacturer narrative:
Visual examination of the returned revealed the tulip head and saddle had completely separated from the screw shank. The flex ball was not returned. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. A trend analysis was conducted. No emerging trends were found requiring further actions. The root cause of the flex ball breaking and the tulip head, saddle, and screw head separating cannot be determined from the samples and the information provided. A potential root cause may be unanticipated force placed on the polyaxial screw during tightening. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends were found, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Cfx 8.0 mm screw dismantled while implanting in l5 right level of patient. The cfx screw was almost totally screwed down into the pedicle bone when the ball-joint ruptured leaving the screw head totally away from the thread. Head and debris of ruptured ball-joint where immediately removed with no damage to the patient. The cfx screw thread was quite easy removed with help of exp.viper rescue screw-driver. Another cfx was immediately inserted with no problem